Event description:
A micl12.6 implantable collamer lens was returned with the note "lens was defective, kept curling up-used, back up lens". Further info was requested but not received. If any additional info is obtained, a supplemental medwatch form will be submitted.

Manufacturer narrative:
Eval results: visual inspection of the returned lens showed there was no visible damage to the lens. A work order search was performed and there were no similar complaints found. Conclusion: based on the info provided, work order search and the evaluation of the returned product, we were unable to determined the root cause of the event. (B) (4).